Event description:
It was reported that during a thyroidectomy, the tissue pad flaked off. During transection the pads were flaking off into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the devices were returned in good condition. The devices were tested with a generator and was functional. The tissue pads were examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument.

Event description:
Note: event date is unk. It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the balloon burst during inflation. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as unk. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.